Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable albt2 tina-quant albumin gen.2 results for 2 patient samples tested on a cobas 8000 c 502 module. Patient 1 initial albt2 result was 1.4 g/l with a repeat result of 42.2 g/l. Patient 2 initial albt2 result was 1.3 g/l with a repeat result of 37.9 g/l. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The albt2 reagent lot was 34022301 with an expiration date of 29-feb-2020. The analyzer alarm trace showed an abnormal aspiration alarm around the time of the event. The patient sample tubes were visually inspected and there were no abnormalities noticed. Precision testing was performed with acceptable results. The investigation is currently ongoing.